Event description:
Asr revision. Asr resurfacing - left. Reason(s) for revision: unknown. Update: implant and revision dates received (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - added reason for revision, additional hospital and additional surgeon. Taken from claimsuite dated 2nd nov 2015. Reason(s) for revision: alval / soft tissue reaction. Update - amended revision date, confirmation that a 2 stage surgery has taken place. This com is for the first revision. For the second revision please (B)(4). 15th nov 15. Update - reason for revision provided has changed. We were originally given alval for the reason for revision for the 2nd surgery. Alval was not present in this first surgery. See below for the reason for revision for this surgery. Taken from email dated 16th nov 2015. Reason for revision : 'avascular necrosis left femoral neck with loosening and fracture below resurfacing arthroplasty.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.